Event description:
It was reported that during an unknown procedure, the device locked, doesn't open or close. The device handle is tight. Needs extreme force to close and open.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # v9609m. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm the event month, was just provided ¿15 --¿ 2023¿ please provide more details about statements ¿item locked, doesn't open or closes. Handle tight. Needs extreme force to close and open¿ did device just not fire clips (jammed)? Was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? Was device ever able to be opened? If other, please specify were there any patient consequences? If yes, please describe. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the trigger close. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.